Manufacturer narrative:
Initial.

Event description:
It was reported that a user recently discharged from the hospital experienced persistently elevated blood glucose while resuming use of the ilet pump, with readings as high as 357 mg/dl; the agent provided troubleshooting and supply change guidance and conducted follow-up calls, and the device problem and component details were not established. Symptoms included hyperglycemia with associated dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.